Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00977. It was reported the patient is not receiving effective therapy due to high impedances. It was noted the patient had multiple falls. Surgical intervention may be pending to address the issue. Note: it is unknown which lead has high impedances, so both are being reported.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.